Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that (qty. 10) of an ar-6500rbe round burr, hl, 8 flute, 5.0 mm x 19 cm had the burr break during a case and fell where the shaver handle connects. Nothing fell inside the patient. This was discovered during a procedure, with no reported patient harm. Additional information was received on 12/12/2024: it was confirmed that only a (qty. 4) of an ar-6500rbe round burr broke during a hip arthroscopy procedure on (B)(6)2024. No debris was produced while the devices were in use. The case was completed successfully, and no further information was provided. There was no case delay. No adverse effects on the patient were reported.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.